Event description:
The cart wheels are screwed onto the cart base via a single wheel post. The post can unscrew with normal use of the cart. The weight of the system is approximately 500-600 lbs. The possibility of injury is present should the cart crush a foot or the staff instinctively trying to brake a 600 lb falling cart.